Event description:
The surgical procedure being performed was laparoscopic bilateral inguinal herniorrhaphy. The oval-preperitoneal distention balloon which is the initial one inserted and bulb inflated had the bag tear off as surgeon was trying to remove it. The bag was retrieved at the end of the procedure.